Event description:
Additional information was received that the increase in seizures prior to vns replacement was believed to be related to a combination of vns battery depletion and from possible non-compliance to anti-seizure medication. The seizure frequency was above pre-vns baseline levels. The physician noted that the problem prior to generator replacement with regard to the increased seizure frequency and duration was that the patient was in a chronic post-ictal state which was not recognized right away as the patient lives alone. The physician noted there was quite a bit of time gap when the patient was seen on (B)(6) 2013 and not seen again until (B)(6) 2013. Therefore, the physician was not aware of the worsened seizures until the vns representative noticed in the pre-operative area that the patient was having seizures prior to generator replacement.

Event description:
It was reported that the patient underwent prophylactic generator replacement due to an increase in seizures. It was also reported that the generator was at end of service. The generator was returned to device manufacturer for analysis on (B)(4) 2013. Generator analysis was completed on (B)(4) 2013. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator was found to be neos = yes. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. A battery life estimation resulted in 0.11 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history (eight-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the (B)(4) lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.